Event description:
Post-operative patient was found to have discoloration with small blisters to bilateral buttocks. Chloraprep was used to prep surgical site. During surgery, the patient was placed on k-thermia warming device (38 degrees celsius) with three layers between patient and k-thermia pad. Patient secured to table with 2 inch tape.